Manufacturer narrative:
B5: the device associated with the reported event is a spectrum iq infusion pump. H10 :a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. The event occurred during testing in the biomedical service department. The preventive maintenance testing for flow accuracy was performed per the spectrum service manual, the flow rate was 40 ml/hr and volume to be infused was 20 ml, the results of the flow testing (observed volume infused or error percent) was ) <18ml with a new set. There was no patient involvement. No additional information is available.